Manufacturer narrative:
The subject device was returned to omsc for evaluation. In the evaluation of the inside of the instrument channel and the suction channel, like a scratchy was found in part of the bending section, but there is no abnormality such as buckling, scratches, smear and foreign material was found in other section. No smear, foreign material or scratch was found at the instrument channel port, the suction cylinder, and the distal end. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the suction channel, instrument channel and auxiliary channel of the subject device tested positive for unspecified microbe for each channel. The device had been reprocessed with an olympus automated endoscope re-processor model oer-3 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc confirmed the followings and it was judged that the subject device needed repairing. Insufficient angulation range for specification. Too much play in the angulation mechanism. Missing part of the glue on the bending rubber. Cracks and scratches on the objective lens. Collapses of the distal end cover. Air leakages from the instrument channel. Followings were also confirmed on the subject device. Corrosions and marks of water leakages inside the endoscope connector. Scratches on the rubber cover of the remote switch 1. Peeled paint on the suction cylinder. Peels of the name plate on the control section. Scratches of the insertion tube. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".